Event description:
It was reported that there was a potential sterility breach on the packaging of the device, prior to a procedure, small holes were found in the pack. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, prior to a procedure, small holes were found in the pack. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.